Event description:
It has been reported that one bd vacationer® eclipse¿ blood collection needle has been found experiencing poor sleeve function during use. The following has been provided by the initial reporter: blood exposure during procedure. While taking blood sample, blood exposure from np point.

Manufacturer narrative:
H.6 investigation summary: bd received contaminated samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found experiencing poor sleeve function during use. The following has been provided by the initial reporter: blood exposure during procedure. While taking blood sample, blood exposure from np point.